Event description:
It was reported that a malfunction occurred on pump with a malfunction code of malf 3 and fault ID 0x2095. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.